Manufacturer narrative:
(B)(4). Device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was able to be inflated to 18mm; however, the balloon suddenly burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of the event.